Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor calibration test was below specifications. And contamination was found on the force sensor plate. Unrelated to this event, investigation revealed worn keypad symbols. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: evaluation revealed that the force sensor calibration test was below specifications. There was contamination found on the force sensor plate. The force sensor plate resistance reading was out of specifications. Unrelated to this event, investigation revealed worn keypad symbols, which has no effect on insulin delivery.